Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, stent dislodgement occurred. The stenosed target lesion was located in the severely tortuous and calcified left anterior descending artery (lad). The lesion was predilated with a 3.0x15mm maverick balloon. The luge wire down the lad and the 6f guide was put in place and then the 3.00x12mm taxus express2 drug eluting stent (des) was advanced to the lesion. The physician started to inflate the balloon to 2-3atms. During inflation, the physician switched on the fluoroscopy and noticed that the whole system had pulled out of the artery and was in the aorta. The balloon was deflated and the stent then dislodged from the stent delivery system (sds). The stent went down the aorta and became lodged in the femoral artery. The physician then deployed the dislodged stent in the left femoral artery. The procedure was completed in the lad with an unspecified device. It was confirmed that there were no add'l pt complications and the pt's current condition is listed as "fine".

Manufacturer narrative:
As the unit has not been returned, a technical analysis could not be performed. A review of the manufacturing documentation for this batch found no anomalies or deviations during the manufacture of this batch. Based on this analysis the most probable root cause can be attributed to operational context.